Event description:
Revision surgery occurred for patient with a total knee implant due to infection.

Manufacturer narrative:
Revision surgery occurred for patient with a total knee implant due to infection. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.